Event description:
It was reported the pt rec'd an ipg low warning in (B)(6) 2013 and now is no longer receiving stimulation due to stimulation being off. A sjm rep confirmed the issue. Surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.